Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with retention strips in comparison to a retention meter and master lot strips. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation is lay user/patient. Relevant retention test strips (lot 405013) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The customer¿s meter and strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2019, the result from the meter was 5.0 inr. One hour later the patient tested with the meter again and the result was 4.7 inr. At the same time as the second test the patient had a laboratory test and the result was 3.5 inr. The patient's therapeutic range is 2.0-3.0 inr.